Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure without incident. The patient was continent of urine post-operatively. Four days after the procedure, the patient developed right groin pain at the site of the fleece insertion. Four weeks later, the pain has not resolved and limits her activity.